Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.